Event description:
Reported indicated that vns pt fell and subsequently broke their lead. It was reported that device diagnostic testing at office visit after generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. The pt's family member reported at that time that the pt had experienced a seizure during which they fell and hit their head. Review of x-rays by treating neurologist revealed a change in generator position, projecting over the left chest. Neurologist indicated that the continuity of the lead wires was indeterminate via x-ray because the lead wires were so small in size. The pt's condition is reported as stable.

Event description:
Product analysis summary: the analysis identified a lead break on the negative connector pin portion. Electron microscopy of the negative lead coil end, where the break occurred, identified a torsion overload on the ends of the lead coil wires. No pitting was identified on the coil wires. As a result, it was not possible to determined if current was flowing at the time the break occurred. The analysis was unable to determine if the break occurred as a result of the explant procedure. The connection between the setscrew and lead pin showed evidence that, at one point, proper mechnical and electrical connection was present. The cause of the lead break may have been caused by the pt's fall or it may have been due to the end-of-service generator replacement surgery. The generator replacement occurred approx. 3 weeks prior to the high impedance event. The concomitant (pulse generator model 102r s/n 10114718) device was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event.